Event description:
The customer reported that prior to use on a pt, the iabp generated the electrical test fails code # 53 with alarm sound. The product normally operated when it was re-started after a while. No pt injury was reported.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that failure of open/close of k6 valve of manifold drive was not functioning. The manifold drive (pat #0104-00-0018) was replaced and functional and safety checks were completed to factory specifications. The device repaired and was returned to customer. The drive manifold is being returned to the mfg facility in mahwah, nj for evaluation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).